Manufacturer narrative:
It is important to note that the magna pure instrument does not generate any results as it is intended to perform automated purification of nucleic acids for in vitro diagnostic purposes. The results are generated in the subsequent qpcr analysis. The instrument logs were reviewed, where no hardware-related issues were found in the alleged runs. The instrument was confirmed to be working without any pipetting-related issues. Additionally, all the maintenance was done properly. The field application specialist (fas) performed the tightness check on the pipette head, which passed successfully. During the site visit, it was identified that the customer only exchanges the waste cover once a week and does not perform any decontamination in between runs as instructed in the operator's manual: "to avoid cross-contamination, decontamination of the instrument after each run is highly recommended." "To avoid run-to-run cross-contamination, decontamination of the waste cover after each run is mandatory." The fas performed test runs, with adherence to the correct procedures, and starting each run with a new magna pure 96 waste cover showed no contamination during these test runs. No further issues were reported. The investigation determined that the issue was due to the user not performing the mandatory decontamination of the instrument and waste cover after each run.

Event description:
There was an allegation of contamination of mycobacterium tuberculosis (mtb) on the magna pure 96 instrument that led to false positive results. It was reported that the customer is performing analysis for their target mtb on a regular basis and has identified a possible issue with contamination. Reportedly, due to the alleged contamination of mtb, multiple patients were wrongfully diagnosed with tuberculosis, where some were wrongfully prescribed antibiotics and incorrectly placed in airborne isolation within the hospital. Further patient-related information was requested but was not provided.